Manufacturer narrative:
Service history review: lot no: a4jd495: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 18december1998. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the probe broke off. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: one of the following was received: depth gauge (part 319.006 / lot a4jd495). The returned depth gauges shows regular use during its sixteen plus year lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was returned. Per the technique guide, the depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is (B)(4), which is an appropriate material for an instrument component of this type. The damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge for 2.0mm and 2.4mm screws probe has broken off. This was discovered while restocking the set; there was no case or patient involvement. This is report 1 of 1 for (B)(4).